Event description:
Reporter stated pt had 7 diopter error post-op; required iol exchange. Pt is doing well. Additional info received noted system was inadvertently set on "contact"; should have been set on "immersion".